Event description:
Revision surgery- the pt chronically dislocated and had back fusion. The doctor chose to use a constrained liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.4 months of pt use. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. An review of the product complaint report shows this is the (B)(4) complaint for this part number (B)(4). The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product. Several factors not related to the implant can play a role in dislocation; such as loose joint from inadequate soft tissue, and pt activity.